Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out-of-range shock impedance measurement of less than 20 ohms. In the arrhythmia logbook there was a message noted "no therapy" relating to the inability of the device to charge for shock delivery due to an internal fuse opening occurred during device shock on short condition. The patient was hospitalized and the physician decided to implant a new lead and change the ICD. However the subclavian vein was closed and the physician decided to disable the tachy therapy and leave the brady pacing active. A new subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. No additional adverse patient effects were reported. This ICD and rv lead remains implanted and will not return for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out-of-range shock impedance measurement of less than 20 ohms. In the arrhythmia logbook there was a message noted "no therapy" relating to the inability of the device to charge for shock delivery due to an internal fuse opening occurred during device shock on short condition. The patient was hospitalized and the physician decided to implant a new lead and change the ICD. However the subclavian vein was closed and the physician decided to disable the tachy therapy and leave the brady pacing active. A new subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. No additional adverse patient effects were reported. This ICD and rv lead remains implanted and will not return for analysis.